Event description:
Corporate product surveillance (cps) received med watch report (B)(4) via mail on (B)(4) 2010 stating: ceftriaxone 20ml bd syringe connected to new mini tubing then connected to patient's normal saline medication line. Ceftriaxone infused for about 30 seconds when rn realized medication was infusing on bed. On inspection rn realized mini tubing was sliced almost in half approximately 1 inch from the distal end that connects into the patient's line. New dose of ceftriaxone and mini tubing hung. No adverse effect to patient.

Manufacturer narrative:
It is unknown at this time if the sample will be returned for evaluation. A follow up report will be submitted if the sample is received and evaluated or if any additional information becomes available. The user facility report has been attached to this report. (B)(4)